Event description:
On 8/11/89, a 66 year old female patient was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 7/28/94, the patient presented for a pacemaker replacement due to normal battery depletion. A new pacemaker was implanted with the existing lead. On 1/7/97, the MFR received report that the above referenced patient had developed an infection at the pocket/pacemaker site. On 1/15/97, the physician elected to explant the pulse generator, replace it with another pacemaker and connect it to the existing lead. The explanted pacemaker was not returned to the MFR for an evaluation therefore, no functional analysis can be performed.